Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to an unspecified reason, the patient had his inflatable penile prosthesis (ipp) cylinders and pump removed and replaced. The ipp components were explanted and a new components consisting of a 18cmx12mm cylinders and pump. Should additional information be received, a supplemental report will be submitted.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that due to an unspecified reason the patient had his inflatable penile prosthesis (ipp) cylinders and pump removed and replaced. The ipp components were explanted and a new components consisting of a 18cmx12mm cylinders and pump. Should additional information be received a supplemental report will be submitted.

Manufacturer narrative:
Correction to event description updated to include additional information provided in prf and device codes.

Event description:
It was reported that due to an unspecified reason the patient had his inflatable penile prosthesis (ipp) cylinders and pump removed and replaced. The ipp components were explanted and a new components consisting of a 18cmx12mm cylinders and pump. Should additional information be received a supplemental report will be submitted.